Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the scs ipg site due to the size and location of the ipg. As a result, the patient may undergo surgical intervention at a later time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Additional information was received indicate the patient underwent surgical intervention on (B)(6) 2019, wherein the scs ipg was moved from its existing pocket on the right to the vacated drg pocket on the left using extensions. Surgery resolved the issue.